Event description:
It was reported that the patient experienced an inadequate stimulation. The patient underwent an implantable pulse generator (ipg) replacement procedure.

Event description:
It was reported that the patient experienced an inadequate stimulation. The patient underwent an implantable pulse generator (ipg) replacement procedure. Additional information was received that patient was doing well postoperatively and the explanted ipg was discarded per hospital policy.